Event description:
Chemicals and stains leaked through gloves. Blood leaked through also. Easily torn also. Chemicals absorb through them onto the skin and stain the skin. They don't fit right. Too tight too big depending on size. Wide cuffs, so liquid runs down arm into them. Very slippery. Certain chemicals melt them. Dry my hands out. 7/21/99 fingernails poke through tips and make holes. Chemicals dissolve glove. In pathology "we use gloves to protect our skin. These are completely inadequate and unsafe." "Latest gloves are of very poor quality. Great risk of blood contamination."

Event description:
Chemicals and stains leaked through gloves. Blood leaked through also. Easily torn also. Chemicals absorb through them onto the skin and stain the skin. They don't fit right. Too tight too. Big depending on size. Wide cuffs, so liquid runs down arm into them. Very slippery. Certain chemicals melt them. Dry my hands out. 7/21/99 fingernails poke through tips and make holes. Chemicals dissolve glove (my fingers are stained blue now from staining slides). Even small gloves are too big, especially around cuff...blood and liquid runs down into glove. In pathology "we use gloves to protect our skin. These are completely inadequate and unsafe." Latest gloves are of very poor quality. Great risk of blood contamination.

Event description:
Chemicals and stains leaked through gloves. Blood leaked through also. Easily torn also. Chemicals absorb through them onto the skin and stain the skin. They don't fit right. Too tight or too big depending on size. Wide cuffs, so liquid runs down arm into them. Very slippery. Certain chemicals melt them. Dry my hands out. 7/21/99 fingernails poke through tips and make holes. Chemicals dissolve glove. ("My fingers are stained blue now from staining slides"). Even small gloves are too big, especially around cuff...blood and liquid run down into glove. In pathology "we use gloves to protect our skin. These are completely inadequate and unsafe. Latest gloves are of very poor quality. Great risk of blood contamination."